Manufacturer narrative:
Correction: d4 UDI product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Hybrid analysis revealed that the no telemetry condition was the result of a completely depleted battery due to extremely high hybrid current drain. The elevated current drain was caused by a solder stringer that created a short between two adjacent solder bumps on the u6 hall sensor flip-chip integrated circuit. The elevated current drain on the dvdd supply collapsed the supply and disrupted multiple circuits and functions, including the ability to communicate with the programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Analysis of the device memory indicated a full electrical reset occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the device exhibited premature battery depletion. During device changeout, the battery was depleted and the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a device electrical reset occurred due to unknown dip in battery voltage, which appeared to recover. Approximately a week later, another electrical reset occurred with another unexpected battery voltage dip. The device remains in use. No patient complications have been reported as a result of this event.